Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered. The product information was not provided. The manufacture date could not be determined.

Event description:
Customer stated that her contour next link 2.4 provided her with a high result. Based on that result she took shots of apidra fast acting insulin. The meter provided her with 6 readings from 200 mg/dl, 343 mg/dl and 600/hi range. Due to that she took 30 units in total of apidra insulin in a period of 30 minutes. The only symptom she had was feeling dizzy and not being able to use her glasses. Due to the dizziness she went to the hospital ER where her blood glucose level was 989 mg/dl. She added that her meter was over 200mg/dl off, and she was in early dka, yet the meter had her thinking everything was good. Further information was not provided. She was treated with more fast acting insulin and shots of lovenox. She stayed in the hospital for 3 days. She was in ICU for 2 nights. Customer discarded the meter. Meter and strip information were not provided. New meter and strips were sent to her.